Event description:
This spontaneous report was received from a nurse manager via clinical educator (company representative) referring to a patient of unknown age and gender. Information regarding the patient's pertinent medical history, concurrent conditions and concomitant medications were not provided. This report concerns 1 device and 1 patient. On an unknown date, the patient underwent insertion procedure with vacuum-induced hemorrhage control system (jada system) (strength, route of administration, lot# and expiration date were not reported) for an unknown indication. On an unknown date, bedside nurse discontinued the suction, but did not deflate the cervical seal immediately. The cervical seal was left in place for about 2 hours and then the bedside nurse tried to flush the vacuum-induced hemorrhage control system (jada system) tube because a clot formed in the vacuum-induced hemorrhage control system (jada system) tube (wrong technique in device usage process and device occlusion). The device was removed and bleeding did not reoccur. No additional information was provided at the time of reporting. Upon internal review, the event of wrong technique in device usage process and device occlusion were determined to be medically significant. Medical device reporting criteria: serious injury. (B)(4).

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.